Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent moved to the distal side and stent deployment was not attempted.

Event description:
It was reported that the marker bands on the catheter were malpositioned. A 32mm x 3.00mm promus premier¿ stent was advanced to the target lesion. The physician was positioning the device for stent deployment under angiography when it was noticed that positioning of both the makerbands and the stent were not correct (positioned to the distal side). The device was able to be removed from the patient with the stent intact on the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found minor compression of the stent length profile however there are no signs of overlapping or raised stent struts. The stent length was measured and found to be within specification however the crimped stent length appears to have changed in length and is now shorter. The change in length is also evident when measuring the distance between stent edge and markerband. The stent edges have moved distally, relative to the markerband positions. The crimped stent has not moved significantly and it is within the specifications. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The inner wire lumen does not show signs of stretching of damage. There was no issue with tracking the device over a 0.014" guidewire. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the stent moved to the distal side and stent deployment was not attempted.

Manufacturer narrative:
(B)(4).